Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that, since implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) system, this patient has been experiencing a persistent cough. A recent computed tomography (CT) scan revealed that the tunneling tool had caused a perforation of the lung, and the electrode was noted in the pleural space. A procedure was performed in order to remove the electrode from the lung and was re-tunneled. A chest drain was inserted as precaution overnight. The electrode remains in service. No further adverse patient effects were reported.